Event description:
The pt contacted lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 526mg/dl on the reported meter and within 10 minutes was 183 mg/dl on the surestep meter (invalid comparision). No medical attention was received and no action taken by the pt following use of the meter. The customer care representative performed troubleshooting and twice the control solution was not within range. The event is reported as a product malfunction.